Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to cable damage, image failure (e216, e226, disturbance) occurred. Additionally, the device evaluation found cable and imaging area flooding, and scope mount corrosion. A device history review revealed no issues that could have caused or contributed to the reported issue. There was no repair history that could have contributed to the actual device's phenomenon. A definitive root cause cannot be identified. It is likely that cable damage led to the malfunction: based on the investigation results, no nonconformities were found. To mitigate the risk/harm to the patient, the instructions for use provides the following alerts/warnings: precautions (warning): if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. If for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare device available to avoid interruption of the procedure. Endoscope image unexpectedly disappears or cannot be unfrozen (warning): do not strike or drop this device. Water leakage may cause damage to the electrical circuits inside the device. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition 3cmos autoclavable camera head has poor video image quality, after connecting to the video processor, the image was black and white, and small wave-like video image appeared, there were no symptoms on other cameras. There were no reports of patient harm.